Event description:
Pt's monitor was being adjusted to lower the height. Upon release of the lock lever on the wall mount arm, the arm and monitor came down quick and hard, striking the nurse on the right arm.